Event description:
Caller reported active system blood glucose results lo, which on the system indicates a result less than 10 mg/dl, 222 mg/dl, and 168 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.